Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during on-site visit. The claimed issue was reproduced during troubleshooting. According to received information in service report, o2 hose was found defective. Leakage from o2 hose can affect delivery of the o2 concentration, which will be noticed during ventilation by alarm activation (e.g. O2 supply pressure low, o2 concentration low). Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Device's logs were not provided. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value or an absolute minimum alarm limit of 18% . The alarm is delayed 40 seconds after changing the o2 concentration setting. O2 hose issue affecting o2 concentration is gas delivery error, meaning that the wrong gas concentration is delivered from the system and the gas concentration is measured correctly. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 hose.

Event description:
Manufacturer's ref. #: (B)(4).